Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection and the customer allegation was not confirmed. The investigation could not identify the root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error b30. The issue occurred during service or maintenance. There were no reports of patient involvement.